Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section b3 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we presume from the obtained information that the reprocessing steps recommended in the instructions for use (IFU) were not performed completely due to device nonconformity of the device which caused the foreign material remained in/around the forceps elevator. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis exera duodenovideoscope forceps elevator tore off. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, the forceps elevator had foreign material, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the forceps elevator wire was completely cut off. As a result, the forceps raising angle did not meet the standard value. Upon further evaluation, it was observed that foreign material was found in the forceps elevator due to insufficient cleaning or handling of the scope. It was observed that the adhesive on the bending section cover was detached. It was also observed that the bending angle in the: up, down, left, and right direction did not meet standard due to wear of the angle wire. Additionally, the play of the up-down and right-left knob was out of standard due to wear of the angle wire. It was observed that the: lock engagement knob, the right and left knob and the up and down knob cannot be locked securely due to deformation. It was also observed that a noisy image occurred due to damage on the charge-coupled device unit. Lastly, scratches were observed on the following unit components: objective lens, connecting tube, universal cord and on the distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.